Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pen had lead screw anomaly. Customer stated that screw did not move when button was pushed. Customer stated that insulin was not coming out and insulin pen was not recording insulin accurately in log book. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pen had lead screw anomaly. Customer stated that screw did not move when button was pushed. Customer stated that insulin was not coming out and insulin pen was not recording insulin accurately in log book. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.